Event description:
It was reported that the customer had low blood glucose levels (50 mg/dl). Customer drank juice and used temp rates to stabilize her blood glucose levels.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.